Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0933 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, the facility reported the powerglide needed to be replace the day after it was inserted because they were not able to flush the line. It was stated that it was removed and a kink was found about 4 cm from the hub (kinked within the vessel, not at the hub). No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of kinked powerglide catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 10cm x 20ga powerglide midline catheter. Usage residues were observed throughout. The catheter was received attached to a 3ml syringe. The catheter was sharply kinked just distal of the luer hub. A second permanent kink impression was observed 5.5cm from the distal tip of the catheter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion with no observed leaks. Microscopic inspection of the sample confirmed the presence of two distinct permanent kink impressions. Multiple partially circumferential impressions were observed along the inner radius of both kink impressions. The kink impressions appeared to be the result of sample handling/ manipulation. The usage residues suggested that manipulation occurred during device placement or subsequent securement/use. The product IFU states ¿minimize catheter/tube manipulation during application and removal of the statlock stabilization device.¿

Event description:
Per sales representative, the facility reported the powerglide needed to be replace the day after it was inserted because they were not able to flush the line. It was stated that it was removed and a kink was found about 4cm from the hub (kinked within the vessel, not at the hub). No patient harm reported.